Event description:
It was reported that the bur broke at the shaft. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for eval. A review of the mfg records pertaining to the lot confirmed conformance to specification. It was not possible to determine the cause for the alleged breakage.